Event description:
N/a.

Manufacturer narrative:
Additional information: brand name, catalog #, unique identifier (UDI) #, exp. Date, manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and blood in the inner lumen. Three kinks were observed on the catheter approximately 76.2cm, 53.1cm and 34cm from the iab tip. The extender tubing was also returned an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the rear seal of the membrane measuring 1.016cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that upon inserting the intra-aortic balloon (iab), the console generated a catheter restriction alarm with no activity around the patient. The customer checked the insertion site angle, checked for blood in the gas line, and checked the fiber optic signal. The iab was refilled and same issue occurred. This was repeated several times, with low augmentation, and the same error occurred. An x-ray confirmed that the iab was too low and advanced several times. A poor gas waveform was displayed, but was still able to pump. Within five minutes, the gas waveform squared off and same error happened again. The physician stated that there was some ''mild tortuosity in the iliac'' upon insertion. At this time, it was noted that dried blood was in the gas line. No further activities were performed on the iab at that time. It was suspected that the tortuosity was a bit more than mild, and was kinking the iab resulting in the failure. A new iab was inserted in the left femoral artery with no issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: p3e 3y9. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).